Manufacturer narrative:
The customer reported that one battery was "really warm" and noticed that the battery was "leaking" then "exploded" and got on the desk and the patient's arm. There were no allegations of harm to the patient or user . There were no allegations of incorrect results. The analyzer was returned. The returned analyzer was inspected by product support and engineering and the customer complaint could not be duplicated. Currently it is unknown whether or not the device may have malfunctioned, as the allegation could not be duplicated. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that one battery was "really warm" and noticed that the battery was "leaking" then "exploded" and got on the desk and the patient's arm. There were no allegations of harm to the patient or user . There were no allegations of incorrect results.